Manufacturer narrative:
The reported complaint was verified. The outer and blue insulation of one of the sensing cables were damaged at 17 cm from the connector pin as a result of friction to the ICD can. The metal wires of the sensing cable were exposed and this damage can cause oversensing. The lead exhibited normal electrical characteristics. Normal helix mechanism was found after cleaning and sectioning the lead. Other abrasion marks were sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate therapy, believed to be due to a damaged lead. The lead was replaced.